Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with detached and missing the end cap, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and stained address/serial number label.

Event description:
It was reported that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there were cracks near battery compartment. The right end cap corner seems to be worn and melt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.